Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm sjm masters series mechanical heart valve was chosen to address mitral valvuloplasty. During procedure, once the prosthetic device had been implanted, an attempt was made to rotate the valve to facilitate the opening of both leaflets; however, one of the leaflets fractured. Consequently, the decision was made to explant the device and implant a new 27mm sjm masters series mechanical heart valve.